Event description:
It was reported that the vns patient passed away. Attempts for additional relevant information have been unsuccessful to date.

Event description:
An online obituary confirmed the date of death. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
New information received corrects the date of event.